Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-lead fixation, upn: m365sc43160, model: sc-4316, batch: 27243845.

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that lead migration was confirmed through x-ray. The patient underwent a procedure wherein the lead was adjusted and the patient was doing well postoperatively.